Event description:
A physician reported a pt who was initially skin tested in the right forearm on 6/30/99. The pt said the test site was raised for 3 weeks. On or about 7/21/99 the pt noted erythema, edema, and pruritus at the test site. The physician diagnosed hypersensitivity. The pt was advised to use oral benadryl and topical benadryl lotion for the itching. On 8/2/99, the pt called the physician with continued symptoms. The physician prescribed an oral antihistamine and a medrol dos-pak. The prescriptions were mailed to the pt, the pt was not re-examined.